Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 25 and 36 hours. The patient noted pain and purulent discharge coming from the site (abdomen) with blood glucose levels above 20 mmol/l (360 mg/dl). The patient called the doctor and sent the doctor photos of the site. The patient was prescribed penicillin to treat the infection, an insulin injection was administered and a new pod was applied. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.